Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted. Additional contact from section e is (B)(6).

Event description:
The event involved a icp kit for yale-new haven hosp. The reported stated that the umbilical arterial line transducer causing the sigma pump with total parenteral nutrition (tpn) to read downstream occlusion - troubleshooted by multiple registered nurses (rns). The sigma pump was switched out but ultimately the transducer tubing was replaced (unnecessary break into line). There was patient involvement and no patient harm. The customer added that they have decided to pursue the complaint with medline, as the clinicians have decided that the transducer product is from medline.

Manufacturer narrative:
UDI related data quality updates only. Incorrect primary di number provided in the initial MDR. Correction in d4 - primary UDI number.